Event description:
It was reported that the ilet bionic pancreas displayed an alert indicating dosing would be stopped until the dexcom g7 continuous glucose monitor (cgm) was connected or blood glucose values were entered, and the user experienced signal loss to the ilet only; the agent guided the user to reconnect the dexcom g7, after which the system resumed within minutes. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of automated dosing after reconnection with no health impact. User support included troubleshooting and user education conducted by support. Investigation of this case revealed a communication interruption between the cgm and the ilet that resolved with sensor reconnection, consistent with transient signal loss without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption attributable to transient cgm signal loss, remediated through standard troubleshooting.